Event description:
The customer reported the generation of erratic patient results for multiple chemistries including carbon dioxide (co2), calcium (calc), glucose (glu), albumin (alb), alanine aminotransferase (alt), alkaline phosphatase (alp), aspartate aminotransferase (ast), blood urea nitrogen (bun) and total protein (tp) on their dxc 700 au clinical chemistry analyzer. The customer did not release the erratic results out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 700 au clinical chemistry analyzer and replaced the degasser to resolve the issue. Fse performed quality control and passed. The fse verified analyzer resumed normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is case-(B)(4).